Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of ¿pain at ipg site¿ was not confirmed. Their were no anomalies present that would cause the reported event. The cause of the reported observation was not ascertained; the device exhibited normal device characteristics. A microscopic inspection of both ipg lead ports did not find any discrepancies. A lead fitment test was performed using a .055-gauge pin and an octrode test lead, with normal behavior observed. A clinicians programmer, system impedance test was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The ate test specifically tests the ipg output and system impedances on all 16 electrodes including the ipg can connection.